Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2022-07074, 1627487-2022-07075, 1627487-2022-07076. It was reported the patient lost effective therapy because 2 leads migrated, and 2 leads fractured. As a result, the leads were replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.